Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer stated his speech got a little slow when the device was turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the therapy was turned on the day prior and the health care professional (hcp) gave him a setting of 2.90. The patient stated he experienced a little later that day a tingling sensation in his right arm and right leg but his tremors had calmed down. The patient mentioned the hcp gave him a range level to adjust his settings. The patient stated he decreased his settings to 2.50 and might drop the setting a bit more. The patient stated his hcp advised him to turn therapy off at night and the patient confirmed he turned the therapy off last night. The caller was redirected to follow up with the hcp to discuss symptoms and programming. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer stating the tingling sensation was determined to be normal by the patient's health care professional (hcp). The caller reported it only lasted 5 minutes and it was gone. It was reported the tingling had not been resolved. It was reported the deep brain stimulation (dbs) was installed for the right side tremor and it was about 75% effective and therapy was at 3.00v. It was reported that was originally set at 2.90 but the patient did not think symptoms control could ever be 100%. Information regarding another patient's "bad feeling in legs" has been omitted as it is contained in pe#: (B)(4).

Manufacturer narrative:
Correct date of event is 2018-(B)(6) and not 2018-09-20 as initially submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they were calling because they had questions about the system. Patient stated that the doctor had programed the system to give the patient the ability to adjust stimulation and was wondering if that was normal and if it was normal to make them dizzy. No trauma/falls that could be related to the issue were reported. Patient stated they were able to increase stim from 2.9 to 3.1, then patient began to feel dizzy so they decreased to 2.9 and the dizzy feeling went away and asked if this was normal. It was reviewed for patient that everyone feels stimulation differently. Patient also stated they had noticed that some things they were well after implant have become more difficult such as shaving. Patient reported return of symptoms a couple weeks after implant. Patient also reported a tingling sensation, further stating that the doctor told them to turn stimulation off at night and turn it back on in the morning. Patient stated that when they turn stimulation on they get a shocking feeling, but patient clarified that it was not a shocking feeling, but more like a tingle feeling that lasts about a minute or so after turning stimulation on and the feeling was in the right arm and right leg. No further patient complications were reported/ anticipated as a result of this event.

Event description:
Information was received from the consumer. It was reported everything worked well for about a week and a half. The patient stated he was an 8-9 on a scale of 1-10 for a week and a half and then things started to go downhill. On the day of the call he was about a 3. The patient stated he was really happy the first week and a half and did not expect to be 100% but he could shave again and he could not do that on the day of the call. The patient stated he did really well and then slowly began shaking again and the tremors returned. The patient stated he had made changes to his settings ranging from 2.5-3.2 and noticed no difference. The patient stated he called and let his health care professional (hcp) know about the changes and the hcp never called him back. The patient reported he felt like something haywire had happened like a wire coming loose or something. The patient stated when he turned it off at night and when he turned it back on in the morning he got a tingling in his right arm and right leg but if he turned it off an hour later, left if off for an hour, and turned it back on the tingling did not exist or he felt just a little bit. The hcp reported the tingling sensation was normal. The patient stated it seemed like he lost strength over the course of the day. The patient said after turning stimulation on first thing in the morning, his tremors were under control but as the day went on, they got worse again and the patient felt like it was losing its power each day. The patient noticed when he turned stimulation up high to 3.2, his right leg felt stiff and the patient said he notice this the first day he activated it but as he continued on, that actually stopped. The patient speculated about things the hcp had said that made the patient doubt the hcp was confident the deep brain stimulation (dbs) would work for him such as he "did not buy this" when discussing lead placement and after activation told the patient "if this does not work, there is no cure". The caller was redirected to follow up with the hcp regarding the symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: product type extension. If information is provided in the future, a supplemental report will be issued.